Event description:
It was reported that patient underwent surgical revision of total hip arthroplasty with removal of a zimmer durom acetabular component. The physician's history and physical note that the patient has had ongoing pain issues since original arthroplasty performed in 2007. Physician notes in the medical record as postoperative diagnosis: probably mechanical failure of acetabular components, less likely sensitivity. Patient has requested device; therefore, it will not be available for return to manufacturer.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.